Event description:
It was reported that the customer only receives readings sometimes and the bolus history was incorrect. No extra prime issues found, and the priming technique was correct as well the settings. The customer was not willing to continue testing and was advised to contact the hospital for a new device if the insulin pump was not delivering properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.